Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female luer separated from the tubing of a clearlink catheter extension set, leading to a leak of unspecified IV fluids. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.